Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The drainage catheter was implanted into patient, half of the body is blue and other half is red. No other anomalies noted. Therefore, the investigation is inconclusive for the reported thread digression as the exact issue cannot be confirmed from the provided photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, d4 (unique identifier (UDI) #), h4, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an ultrasound guided percutaneous drainage catheter placement, the thread allegedly digressed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an ultrasound guided percutaneous drainage catheter placement, the thread allegedly digressed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.